Manufacturer narrative:
Through follow-ups, customer stated that they could not release patient details due to hippa.

Event description:
The customer reported that the unit screen went blank/black when it was used on a patient with error message of "pcba adc" (data acquisition/ printed circuit board assembly/ analog digital converter) failed. Reportedly, the unit alarmed/alert at the time error message was discovered. The customer reported there was patient's involvement, but there was no harm to the patient or user.

Manufacturer narrative:
The gas delivery system (gds) manifold assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the gds manifold assembly revealed no evidence of damage or contamination. The gds manifold assembly was installed in the fi test ventilator. An operational test was performed in normal ventilation mode; the ventilator boot up and delivered breaths. No errors generated during cycling the power on and off 15 times. The ventilator was operating in diagnostic ventilation mode; the ventilator boot up and pressure accuracy test was performed. The ventilator passed with no errors generated. Gds manifold assembly was tested for an extended period of 16 hours and the ventilator operates without any failures identified. The root cause could not be determined due to no problem found.